Event description:
It was reported that during an appendectomy procedure under laparoscopy, one clip slipped without closing, leading to a slight delay in the procedure. The procedure was completed with the other clips of the device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.